Event description:
A customer reported that there was no phaco during a surgical procedure. The surgery was completed with an alternate system. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).